Event description:
The customer contacted siemens and reported that they obtained total human chorionic gonadotropin (thcg), enhanced estradiol (ee2), and high-sensitivity troponin I (tnih) outliers on an advia centaur cp instrument. The customer provided examples of a discordant thcg result and a discordant ee2 result that was obtained on the instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and the repeat results were more in line with expectations and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported outliers on three assays on the advia centaur cp instrument. Calibrations were valid and quality controls recovered within acceptable ranges. A customer service engineer (cse) was dispatched to the customer's site. The customer ran a precision study for enhanced estradiol (ee2) which failed. The cse performed a total service call and adjusted and aligned the reagent probe. The customer ran quality controls (qc), which passed. The customer performed a precision study, and the coefficient of variation improved. In subsequent visits, the cse replaced the rinse blocks, the reagent probe, reagent syringe, the gray peri waste tubing, blue peri tubing, and aspirate probe tubing. The cse also performed alignments. Then, precision studies were performed, which recovered acceptably. Next, the customer ran quality controls, which recovered within acceptable ranges. The wash station was checked for leaks and dispenses were performed. The low reagents were replaced. The cause of the outliers is unknown. Siemens further investigated the issue and determined that the actions performed by the cse corrected the issue. The analyzer is performing within specifications. No further evaluation of the analyzer is needed.